Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# (B)(4), product type: lead; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that an impedance measurement was taken and resulted high impedance values greater than 2,000 ohms (unipolar) and greater than 4 ,000 ohms (bipolar). The rep also stated that he thinks the lead placement might be bad given that the stimulation needed to be high. It is unknown when the impedance issue began occurring. The health care provider (hcp) later reported via the rep that the impedance values were reading as "high". It was confirmed that there were no therapy problems associated with the impedance issue. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.